Event description:
It has been reported to philips that the device will not charge and have tried multiple chargers and swapped out batteries. Still doesn't charge. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.